Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was almost 600 mg/dl, 300 mg/dl and 400 mg/dl at the time of incident and the current blood glucose level was 176 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as very sick and vomiting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with pens and intravenous drip for high blood glucose level. Customer reports they contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports basal rates were programmed inaccurately. Customer stated that the insulin pump had two power loss alerts. Customer was able to successfully clear the alarm. Customer stated that the insulin pump had post-reset ram crc alarm. Customer reports they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated that the insulin pump screen went black display. Customer reports display was blank. Customer states the display was not blank less than 30 seconds or did not return. Customer states display was not blank currently. Customer states battery cap was neither damaged nor corroded. Customer's outcome pertaining to the complaint. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08640 inches. Insulin pump received with normal operating currents. No unexpected power loss alarm noted. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted. (B)(4).